Manufacturer narrative:
The customer declined ge service. No repair information available. Block a: patient information could not be obtained due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. The patient was switched to an ambu bag, unit replaced, and case resumed. There was no patient injury.

Manufacturer narrative:
This supplemental #1 for initial MDR 2112667-2024-01496 is being filed to report that is was reported in error. Initial 2112667-2024-01496 was a duplicate of MDR 2112667-2023-01110.